Event description:
Additional information received noted that the patient had continued concerns regarding urgency from 3 am to 10 am, every hour, and could hardly make it to the bathroom.

Manufacturer narrative:
Lead model 3093-28, lot # v272019, implanted: (B)(6) 2011; programmer model 3037, lot # unknown.

Event description:
It was reported on (B)(6) 2011 that the patient was experiencing a loss of therapeutic effect with a loss of bladder control. There was no known accident or incident related to the issue. Initially, post implant, the patient was getting excellent symptom control but now was getting up every hour on the hour. The patient did not feel the stimulation sensation. The patient had a urinary tract infection and wondered if his symptoms were related to that. The patient was at home at the time of the report and had his next health care professional appointment scheduled around the first of the year. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient had multiple urinary tract infections. The stimulation was reported in the wrong location and was now felt in the hip bone.

Event description:
Additional information received reported that the patient's device was working well besides the hours of 3pm until 9am. The patient was going to try to turn up the device during this time. The patient had complained of frequency issues, but overall it was better so the health care provider did not reprogram the device during the patient's visit in (B)(6) 2012. It was reported that the urinary tract infections were unrelated to the patient's therapeutic device. The patient had a follow up appointment scheduled for (B)(6) 2012.